Event description:
It was reported that these devices were received at sterilization prior to receiving a ees tracking number. It was reported that (3) devices were used during a splenectomy. It was reported by the rep that the surgeon made several instrument exchanges and the seals tore on the 355sm and the 511sl, with ms512 installed.